Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) turned off without a reason. It was noted that there was an electromagnetic interference (emi) issue. The reporter stated maybe the patient could not use the patient programmer correctly. It was noted the patient had parkinson symptoms like tremor in the arm. Additional information received reported the emi was suspected, but was not the issue. It was noted that no tests, reprogramming, or further troubleshooting was done. The reporter stated that it was observed that the patient was no correctly using the patient programmer. It was noted the patient was receiving effective therapy.